Manufacturer narrative:
The insulin pump passed displacement test, self-test, off no power test, unexpected restart error test and rewind. Device alarmed prime during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test, prime test and excessive no delivery test due to prime alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked reservoir tube window, cracked case at reservoir tube window corner and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process. The patient's blood glucose at the time of incident was 101 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap was sticking out. The customer was not pressing on the drive support cap while connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.